Event description:
A 0.9% sodium chloride injection usp bd posiflush 10 ml syringe. Lot 0293282. Rn flushing port-a-cath when plunger stopped. Unable to push forward or pull back. 7 ml administered. Prior and subsequent saline flush syringes did work. Port-a-cath flush.